Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: no product has been returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. When opening the sachet and pulling out the needle, the thread became loose from needle. This happened before the product was used on a patient. Another like device was used with no adverse patient consequences.